Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also reported insulin was squirting out during a manual prime. It was also found the customer was unable to exit from the preparing to prime loop. Customer's blood glucose was 134 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the drive support cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.